Event description:
The manufacturer representative (rep) reported that there was a power on reset (por) of 0x3608 that was reported. The rep indicated that the battery was overdischarged about 1 week ago. Steps to clear the por were reviewed and the por cleared successfully. It was reported that the healthcare provider (hcp) cleared the por and the patient would charge the battery. No medical symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.